Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient underwent photo refractive keratectomy (prk) in both eyes and the bandage contact lenses were removed on follow up and epithelium was intact. The patient called and stated the right eye was burning and painful and requested pain medicine and drops. The patient was advised to come in immediately but did not show. The patient called again requesting pain medication for blurry vision and pain but refused to come in for evaluation. The optometrist refused to prescribe anything until the patient was seen. The patient arrived and was noted to have a 0.7 millimeter corneal ulcer with 3+ keratitis, thinning and an early ring infiltrate with 2+ superior lid edema. The patient had been using antibiotic and steroid eye drops. The patient was referred to a corneal specialist for care. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).